Event description:
It was reported that this right ventricular (rv) lead showed stable impedance values until at some vectors the shock impedances were high, out of range (oor), greater than 200 ohms. At one of the possible vectors shock impedances were within range. A commanded test was completed and confirmed high, oor values. The average had been around sixty ohms. Calcification at the supra ventricular coil was determined as the most probable cause for this behavior. It was recommended to program the lead in single coil, with maximum outputs and initial polarity. They plan monitoring for the greater than ninety ohms for 28 day average and clinic recommended increasing the oor limit value to one hundred and fifty ohms. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.